Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete. Placeholder.

Event description:
Spacelabs received a report that a pressure leak occurred during a patient case with the arkon anesthesia machine on (B)(6) 2015. No injury was reported as a result of this event.

Manufacturer narrative:
Onsite investigation by a spacelabs field service engineer (fse) confirmed the co2 canister seal had been removed and improperly re-installed causing a leak. When the canister contents are replaced, the seal must be reinstalled as part of routine use. The fse correctly installed the seal which resolved the issue. This report is considered final and the issue closed.